Event description:
Incident occurred during a femoral derotation surgery on (B)(6) 2024. A 10mm x 420mm adolescent nail, left was attached to the targeting arm with seemingly no issues. The nail was inserted into the left femur, and upon x-ray of the proximal femur there appeared to be some splay at the top of the nail. The nail appeared to be seated correctly still so proximal screw was inserted, however when attempting perfect circle technique for the distal screws the surgeon believed the nail to not be correctly seated. The nail was removed with no issues and replaced. The removed nail was confirmed to have splayed proximally, and the targeting arm appeared to have some minor wear at the attachment point.